Manufacturer narrative:
(B)(6). The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per the company standard operating procedure since the device manufacture date is greater than one year from the event date. The getinge field service engineer (fse) stated that the pressure would not hold for gain check on x1. The fse had to replaced patient interface module and verified the pressure that was held across k10. The fse also performed a 30 psi calibration. The iabp was returned for clinical use after the pm was performed.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) could not hold pressure on x1, during preventive maintenance (pm). The patient interface module had a leak on x1. No patient was involved during this event. No adverse event was reported.